Manufacturer narrative:
On june 26, july 10 and july 20, 2015, 3m espe contacted the dental professional to obtain additional information about this situation in order to determine if endodontic treatment had actually occurred. The dental professional did not respond to any of the attempts to collect the additional information. While the investigation into this potential event was ongoing, 3m espe became aware of other endodontic events in patients with lava ultimate crowns from other dental professionals. Therefore, even though details such as confirmation that endodontic treatment was required, number of patients involved, dates of occurrence, other products used, etc., remain unavailable, this situation is being reported.

Event description:
During retrospective review of records, it was noted that this dentist used 3m espe lava ultimate cad/cam restorative for cerec to make crowns, but possibly discontinued use because endodontic treatment may have been required in some patients.